Event description:
Customer reported "fat emulsion (intralipids) spontaneously disconnected at the y site at entry into needle free valve port." There was no report of patient harm or medical intervention required. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). The device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.